Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter casing issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 8. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to the hc machine to clear the alarm. The tsr advised the hp that the therapy had ended and that the hp would need to start over with new supplies or do manual exchange. The hp will start over with new supplies. The tsr assisted the hp to disconnect. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.